Event description:
Per the provider, the sieve beds are dusted, the sieve bed tubing is leaking and a hose clamp is defective causing the unit to have a yellow light on. These issues all stem from the sieve beds being dusted.